Event description:
It was originally reported that there was an overpressure during a surgery. Follow-up investigation: the pump was running continuously during the surgery and intra-articular pressure rose suddenly and the patient's shoulder inflated. It is unknown which tubing set was used as tubing was discarded after use and is not available for evaluation. Clamp test was done before surgery. Surgery was aborted as patient stayed in hospital an additional night. It is unknown if there was compartment syndrome. Further follow-up: on the (B)(6), during a shoulder arthroscopy, the pump began to malfunction. Excessive flow was sent to the patient's shoulder and the pressure sensor was not working properly. They had to replace the pump tubings. During this time, a hematoma was formed in the joint. When the surgeon took over the surgery, too much blood was present in the shoulder and despite washings, the surgeon was unable to complete the surgery as expected.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. The original tubing set that is not distributed or used in the u.s. Was not returned. The returned ar-6480 was inspected per arthrex standard inspection procedures and tested with u.s. Distributed tubing set at varying pressures. Then the outflow tubing was clamped off and as expected per the operation manual, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. The pump met all inspection criteria. The complaint was not confirmed. A most likely cause of the event is that the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.